Event description:
See also MFR report 6000153200802183. It was reported that during a transurethral needle ablation of the prostate, an error message occurred with the prostiva device. A second device was used and the same error message occurred. The situation could not be resolved and the procedure was aborted. No adverse effects to the pt were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.